Event description:
The patient was revised because of pain. Update rec¿d (B)(6) 2014 - patient's medical records were received. Records indicate upon implantation the patient's cup was found to be loose, there was osteolysis behind the cup, and there was asymmetric wear of the polyethylene liner. At this time, it is unknown if the patient had depuy components revised. There is no new information that would change the existing MDR decision. The complaint was updated on: (B)(6) 2014. Update rec¿d (B)(6) 2014 - patient's revision operative records were received. Records indicate upon revision the patient's up was found to be loose, along with metallosis, osteolysis, fretting and corrosion. An unknown depuy stem and screws are being added to the complaint. The complaint was updated on: (B)(6) 2014

Manufacturer narrative:
The patient was revised because of pain. Update rec¿d 05/16/2014- patient's medical records were received. Records indicate upon revision the patient's cup was found to be loose, there was osteolysis behind the cup, and there was asymmetric wear of the polyethylene liner. Doi: (B)(6) 2012 dor: (B)(6) 2014 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the known product/lot combination(s) since release for distribution. A DHR review or lot specific database search was not possible for the additional product(s) associated with this report as lot code(s) was not provided. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a. Medical records and x-ray(s) were obtained and reviewed by a medical professional. From a medical perspective, it is not possible to determine if the complaint is product related. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.